Event description:
A radiologist was using a gel mark ultra biopsy site marker. She felt resistance on deployment and also on removal of the gel mark ultra applicator from the mammotome biopsy probe. When she removed the applicator from the probe, she observed that the tip had been sheared off. The tip is in the patient's breast as far as is known. There are no plans to remove it.